Manufacturer narrative:
As it is unknown which device is directly implicated in this cerebral infarction and paraplegia event, the following device will also be included in this report: catalog #tgmr313120j/ serial #(B)(6)/ UDI #(B)(4). H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20-the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), and thrombosis. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent emergency endovascular treatment using gore® tag® conformable thoracic stent graft with active control system, gore® dryseal flex introducer sheath for false lumen rupture repair of acute type b aortic dissection. The patient tolerated the procedure. Immediately after the procedure, right hemiplegia (cerebral infarction) and paraplegia developed. No information was available on the treatment for this event. The physician stated as follows: intraoperative thrombus formation within catheters and sheath was so many. It is highly likely that the cerebral infarction was caused by the scattering of those thrombus. I think the patient has hypercoagulability for some reason.